Manufacturer narrative:
H6: omitted a150205, a01, a24. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the major bleed was unable to be determined due to insufficient clinical details and no abnormalities found on the returned product. The cause of the anemia was unable to be determined due insufficient clinical details, no abnormalities found on returned product, and no data logs available. The cause of the device in wrong position was determined to be most likely use related since the clinical details stated that the pump was pulled back across the valve during attempted sheath exchange.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Event description:
A 57-year-old female with a medical history significant for diabetes mellitus underwent implantation of an impella cp pump 1 (sn (B)(6)) for temporary mechanical circulatory support. The indication for use was cardiogenic shock secondary to an acute myocardial infarction. The device was percutaneously implanted via the right femoral artery to provide pre-percutaneous coronary intervention support. At the time of impella initiation, the society for cardiovascular angiography and interventions (scai) shock classification was stage e. Impella cp pump 1 was reported to be functioning without difficulty upon placement. Approximately five minutes after implantation, the impella cp pump 1 was inadvertently withdrawn across the aortic valve and could not be advanced back across the valve into the left ventricle. The device was removed and replaced with a new impella cp pump 2 (sn (B)(6)) using the existing 14 french sheath. During removal of the peel-away sheath, the physician reported difficulty, as the sheath initially peeled only approximately three-quarters of the way. During this process, the impella was inadvertently pulled out of the left ventricle and across the aortic valve, resulting in loss of arterial access. Manual compression was applied to the right femoral artery access site. The patient reportedly experienced an estimated blood loss of approximately two units and subsequently received two units of packed red blood cells. A second physician scrubbed in to assist, and a third impella cp device (pump 3) was percutaneously implanted via the left femoral artery. The left femoral artery access site initially demonstrated oozing, which appeared to resolve following application of an angle-matched dressing. However, upon arrival to the unit, recurrent bleeding was noted at the left femoral access site requiring manual compression for approximately 45 minutes. The dressing was reapplied using an angle-matched technique, sutures were placed, and a leg immobilizer was applied. During this period, the patient¿s blood pressure decreased from approximately 138/80¿89 mmhg (mean arterial pressure [map] 13.8) to 100/60¿69 mmhg (map 10) and was subsequently measured at 103/60¿69 mmhg (map 10.3) following transfusion of two units of packed red blood cells. The physician documented that the majority of blood loss was associated with removal of the right femoral artery sheath. After stabilization, the left femoral artery dressing was noted to be dry and intact, without evidence of hematoma. The patient continued to receive support with impella cp pump 3. However, approximately four days after start of support with impella cp pump 3, the patient expired while on device support. Additional details were unnoted. Based on the information at hand, the patient¿s death occurred in the setting of cardiogenic shock (scai stage e) secondary to acute myocardial infarction. The patient experienced procedural complications related to vascular access, including loss of arterial access and bleeding requiring transfusion. The patient's underlying condition contributed most to the demise outcome. However, the impella cp pump 3 will be determined death as the patient was on this device at the time of expiration.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. Four devices are associated with the event. See the related manufacturer medwatch reports: impella cp pump 1 (sn (B)(6))-medwatch # 1220648-2026-02138. Impella cp pump 2 (sn (B)(6))-medwatch # 1220648-2026-02141. Impella 14fr. Introducer- medwatch # 1220648-2026-02143. Impella cp pump 3 (sn (B)(6))-medwatch # 1220648-2026-02149.